Event description:
It was reported that a progav 2.0 shunt system (part # fx442t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be clogged. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years, 11 months. Height: 109 centimeters (cm). Weight: 17 kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: cutting in the membrane of prechamber were observed through the visual inspection. No significant deformations or damage of the valves were detected. Permeability test: a permeability test has shown that shunt system is difficult permeable. Bloody liquid flushed out during the test. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. The shunt assistant is operating within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results . For the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation, we confirm that the valve shows a slower flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.